Event description:
It was reported that during follow up visit t-wave oversensing was noted on the implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead that resulted in decrease in biventricular pacing. It was also reported that the patient experienced tiredness / fatigue, dizziness / lightheadedness. Adjustment to rv sensing settings was made, and the ICD and rv remain in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.